Manufacturer narrative:
The complaint investigation for discrepant results on the alinity c processing module included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Customer¿s troubleshooting included: cleaning the cuvettes, flushing the ict module, performing daily maintenance, and replacing the sample probe and cuvette dry tip, which resolved the issue. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6) or associated parts.

Event description:
The customer reported falsely elevated sodium and potassium results generated on the alinity c processing module on four patients that were not reported out of the laboratory. Results provided: (B)(6) 2025 sid (B)(6) sodium = 175.26 mmol/l, repeat alinity = 138.81 / 140.27 / 139.87 mmol/l. (B)(6) 2025 sid (B)(6) sodium = 166.19 mmol/l, repeat alinity = 134.29 / 133.51 mmol/l. (B)(6) 2025 sid (B)(6) potassium = 8.2 mmol/l, another alinity = 4.0 mmol/l. (B)(6) 2025 sid (B)(6) sodium = 168.45 mmol/l, another alinity = 139.83 / 139.64 / 139.99 mmol/l. Lab reference ranges: sodium: 135 to 145 mmol/l; potassium: 3.5 to 5.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated sodium and potassium results generated on the alinity c processing module on four patients that were not reported out of the laboratory. Results provided: (B)(6) 2025, sid (B)(6), sodium = 175.26 mmol/l, repeat alinity = 138.81 / 140.27 / 139.87 mmol/l, (B)(6) 2025, sid (B)(6), sodium = 166.19 mmol/l, repeat alinity = 134.29 / 133.51 mmol/l, (B)(6) 2025, sid (B)(6), potassium = 8.2 mmol/l, another alinity = 4.0 mmol/l, (B)(6) 2025, sid (B)(6), sodium = 168.45 mmol/l, another alinity = 139.83 / 139.64 / 139.99 mmol/l, lab reference ranges: sodium: 135 to 145 mmol/l; potassium: 3.5 to 5.2 mmol/l. No impact to patient management was reported.